Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported "system error 105" was reproduced and confirmed through the device evaluation. Physical inspection found severed motor screws stuck between the gears. The motor mount screws and motor were replaced.

Event description:
It was reported that a spectrum pump had "system error 105" alarms. It was also reported that there was no patient injury.